Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized eight days prior to death for another indication. The cause of death was unknown. It was reported the patient was performing pd therapy while hospitalized; however, the patient was not connected to the hc device at the time of death. It was reported an autopsy was not performed. A death certificate was not available at the time of this report. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a sample analysis could not be completed to investigate the reported death. However an event history log review was performed no keystrokes, device failure, malfunction, programming, use related or iipv events were noted that would indicate and/or contribute to the reported problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.